Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing and delivered a shock and anti-tachycardia pacing (atp). Technical services (ts) was unable to determine whether the therapy was appropriate. Ts recommended consulting with cardiology to determine whether the therapy was appropriate. This ICD remains in service and no adverse patient effects were reported.